Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected audio/vibrate anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not operating as designed. The customer's blood glucose level was 325 mg/dl. The customer also reported that the insulin pump will beep and tell her that she didn't complete fill cannula. The customer also finish loading alarm. The insulin pump will be returned for analysis.